Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl and insulin injections were administered to address the bg level. As the events had occurred in the past, tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause of the occlusions. The customer loaded a new cartridge and as the "old infusion set tubing" appeared to have a blockage in it, the tubing/cannula were changed. Reportedly, the customer uses the pump supplies for 3-4 days at a time. Cts informed the customer that humalog was labeled for 48 hours use with the cartridge. The customer acknowledged the information. Insulin delivery was resumed.